Event description:
It was reported that the user contacted support after a recent supply change with concern that the infusion site was not working when blood glucose was elevated at 200 mg/dl, and the ilet was active with a downward trend observed during the call; the user was advised to monitor and await further correction by the pump and to call back if values rose over the next hour. Symptoms included hyperglycemia. Outcomes included no reported injury, no medical intervention beyond monitoring, and no hospitalization. Investigation included review of the reported event details and available device alerts. Investigation of this case revealed no confirmed device malfunction, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.